Manufacturer narrative:
A ge service rep performed an on site investigation. The filament heater board was replaced and adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had a physicist discrepancy of maximum r/min was too high. Also there was a filament heater board error. No patient injury was reported.